Event description:
It was reported that during an unspecified interventional procedure, a guide wire breakage occurred. The patient's vasculature was noted to be "very tortuous". A pp cor gw 014 st 300cm guide wire had been advanced to an unspecified location. During removal of the platinum plus guide wire, it was reported that it "somehow" got "wrapped" around an unspecified balloon. The guide wire "came off in three different parts". All guide wire fragments were removed by unspecified means. Patient's current condition listed as "fine". Despite multiple requests for additional information, no information was available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.